Event description:
Oversensing was seen on this atrial lead, as well as impedance out of range and loss of pacing. No adverse patient events were reported. The lead remains implanted at this time. The lead was implanted in nov 2015, the exact date is unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.